Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the no image and error 216 issues were determined to be the result of component failure as a result of a damaged charged-coupled device unit (ccd). The root cause of the damaged ccd could not be determined, however, the issue was likely due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the olympus service technician found there was no device image and that an error code 216 scope communication error occurred. It was determined that the charged-couple device unit needed to be replaced.  There was no patient involvement, and no harm was reported as a result of the event.